Event description:
In (B)(6) 2006, I had the essure procedure done for permanent birth control. I had the dye test done 3 months later and was told that both of my tubes were totally blocked. (B)(6) 2008, I discovered I was pregnant. In fact, I was about 8 weeks along. My baby died 2 weeks later. I had a d&c to remove my baby. I have been treated for depression ever since. My doctor suggested that I have my tubes clamped off. I had that done in (B)(6) 2009. He did an exploratory also to find my right coil. It was imbedded in my bowel. He removed that and clamped my tubes off. My left coil was starting to come out of my tube at that time. He left it where it was. I started to have extremely bad menstrual cycles after the miscarriage. In (B)(6) 2009, I had hydro thermal ablation done. That procedure pretty much stopped the bleeding but I still have extreme menstrual cramps. My doctor said she could remove my uterus. I can't afford to take the time off of work for this. I am extremely angry that I had the essure procedure done in the first place. My depression has been very bad over the last 5 years. I tried to kill myself in (B)(6) 2010 because it was so bad. I was an otherwise healthy woman until I had this procedure done. I miss work for my menstrual cramps because they are so severe. This product needs to be taken off of the market.